Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer's mother reported that the customer was hospitalized for blood glucose levels above 600 mg/dl. Troubleshooting was performed, and the basal rates were programmed correctly. However, the bolus history was not complete. The insulin pump passed the prime test, but alarmed motor error during the high pressure test. Advised that the insulin pump would be replaced. Nothing further was reported.